Event description:
On (B)(6) 2024 dr. (B)(6) planned to place the impella 5.5 through the subclavian to bridge until CABG/mv repair on (B)(6) 2024. During the in initial procedure the impella 5.5 "would not fit" per dr. (B)(6) so the decided to place the impella cp and do surgery the following morning (B)(6) 2025. At 3:32 (B)(6) 2024 it was discovered that "the impella cp had basically quit working by the time they got ms. (B)(6) to the operating room" per dr. (B)(6). Also, there was difficult exposure due to the leak around the impella device in the ascending aorta. The impella was removed and replaced with an iabp (intra-aortic balloon pump). Ms. (B)(6) continued to have bleeding which led dr. (B)(6) to return her to the operating room. There was epicardial bleeding on the anterior surface of the heart and there was also bleeding from the proximal anastomosis vein graft to the aorta. Bleeding was controlled and patient was sent back to cicu. Patient expired on (B)(6) 2025 at 2:12 am from cardiogenic shock. Thrombocytopenia most likely related to impella.